Event description:
Customer reported the insulin pump has been alarming button error. Customer's blood glucose was 225 mg/dl. Customer reported the insulin pump was kept clipped on the bra. Customer was unable to clear the alarm. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had no button error alarm noted during testing. However, insulin pump had an intermittent button response, due to corroded esc, act and down button on keypad trace. Insulin pump had minor scratches on lcd window, cracked case on display window corners, cracked battery tube threads and cracked reservoir tube lip.